Event description:
Customer reported an issue with the dpm 6/7 monitor which may have affected spo2 monitoring. No pt injury reported.

Manufacturer narrative:
Company representative replaced mpm module.